Event description:
Customer reported device = 136mg/dl in the morning. Customer bottomed out and was unresponsive. Customer's spouse called paramedics. Paramedics device = 33mg/dl. Paramedics administered IV and transported customer to hospital for further tests. Before the incident customer's doctor decreased insulin dosage. No controls used. A request was made for the return of the suspect device and replacement product was sent.